Event description:
It was reported that during a stenting treatment procedure stent damage occurred.the 90% stenosed lesion being treated was located in the severely tortuous, and calcified, proximal right coronary artery. The physician advanced the stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that distal stent edge was flared. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).